Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
A user facility reported to olympus that they were getting intermittent b30 errors. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The subject device has not been returned based on the legal manufacturer's investigation, four and a half years have passed since the manufacture of the subject device and it is likely that the cause was deterioration of the electrical joining part over time. It is also possible that user connected the subject device equipment without drying the electrical contact part of the of the video connector sufficiently after cleaning. This makes the communication unstable between the scope and the video processor, causing the b30 error. The following description is identified within the instructions for use regarding the drying of electrical contacts. As a result, it is possible the phenomenon could be prevented: "make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear".